Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and shaft break occured. At an unspecified time during the procedure, due to "pushing and a highly calcified lesion" a 12mm x 2.50mm nc quantum apex mr balloon catheter ruptured at unknown atms, and a shaft break occurred. No patient complications were reported.

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture and shaft break occured. At an unspecified time during the procedure, due to "pushing and a highly calcified lesion" a 12mm x 2.50mm nc quantum apex mr balloon catheter ruptured at unknown atms, and a shaft break occurred. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the balloon was deflated. There was blood and contrast in the balloon and inflation lumen. The hypotube separation was 54.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled. Magnified inspection revealed a tear in the outer shaft adjacent to the proximal balloon bond. The length of the tear was 6mm. There was no evidence of any proximal bond anomalies or distal outer neckdown. The minimum outer diameter of the proximal balloon bond meets specification. The shaft tear may be consistent with rupture/burst of the shaft wall. The analysis results are consistent with the reported shaft burst and balloon burst; though there was no damage to the balloon. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).